Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopic diagnostic procedure, one of the angulation cables of the colonovideoscope snapped. The procedure was completed using an olympus backup device. There were no reports of patient harm.